Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure for an unknown reason. No further information was able to be obtained regarding the explanted product model and serial number or the reason for explant however, there was no suspicion of device malfunction or complications with the patient. Additionally, there were no reported patient complications postoperatively. The explanted product will not be returned as it was discarded by the medical facility.